Event description:
A report was received that the patient was experiencing overstimulation that it had caused the patient to fall to the floor and on one occasion caused him discomfort. The patient¿s device also electrocuted him. The physician believed that it was not in all the anatomical areas the patient was describing, and that it was not device related. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the physician did not believe that the electrocution was device related.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient¿s latest setting. No discrepancies were identified. Device stimulation amplitude and timing was monitored per cis procedure for errors. No intermittent anomalies were noted in the output. Device exhibited normal device characteristics. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm. The explanted leads were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing overstimulation that it had caused the patient to fall to the floor and on one occasion caused him discomfort. The patient¿s device also electrocuted him. The physician believed that it was not in all the anatomical areas the patient was describing, and that it was not device related. The patient underwent an explant procedure.